Event description:
During surgery impactor broke. No backup device available, no delay.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned impactor indicated that the bumper broke, confirming the stated complaint. This device was manufactured over eight years ago, showing sign of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.